Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument for failure analysis (fa); however, the customer-reported issue, that the instrument tip was released using the key, could not be confirmed or replicated. The part was returned with a reported complaint that did not affect functionality. No product issue was identified. The instrument was placed and tested on an in-house system, showing three remaining uses. It passed recognition and engagement tests three times and demonstrated intuitive movement with full range of motion in all directions. The grips opened and closed properly, and the instrument was confirmed to be fully functional. However, during visual inspection, a frayed cable was observed at the distal end of the grip. Note: refer to medwatch report (MDR) with MFR report #2955842-2025-16451 for MDR submission of the adverse event/malfunction related to the case being aborted post anesthesia and port placement as a result of multiple recoverable faults. Note: this MDR is being submitted for a frayed cable identified during fa performed on the prograsp forceps instrument.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the procedure was aborted post anesthesia and port placement, as a result of multiple recoverable faults. Due to the reoccurrence of the error and the inability to recover from the fault, the maryland bipolar forceps and prograsp forceps instruments were grasping posterior peritoneum tissue. The instrument release key was utilized and successfully released the tissue. There was no injury to the tissue that had been grasped by the instruments. The procedure was aborted, the irk was used to remove the instruments from the patient's abdomen, and the patient side cart was undocked. The port sites were closed and the procedure was rescheduled.